Event description:
Patient reported obtaining back-to-back blood glucose results of 47 mg/dl and approx 200 mg/dl, while using the suspect device. Patient indicated that she was not exhibiting hypoglycemic symptoms. As a result, patient based insulin dosage (amount not provided) on value of approx 200 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.